Event description:
A "replace sensor" and "scan again in 10" error message was reported with the abbott diabetes care (adc) device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring healthcare provider administration of a glucose injection for treatment of a diagnosis of hypoglycemia.it was also reported that a healthcare provider meter reading of 32mg/dl was taken. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Perform sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing. All results were within specification. Therefore, issue is not confirmed. No malfunction or product deficiency was identified. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The device history records (DHR¿s) for the libre reader (mfgd184-t0847) were reviewed and the dhrs showed the libre reader passed all tests prior to release. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.